Manufacturer narrative:
B3/d10: the event occurred during (B)(6) 2025. D4: unique device identifier (UDI) # is based on the di information as no lot/serial number was provided by the reporter. H11: the device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor under infused and approximately 10 to 15ml solution remained. The issue occurred during patient infusion. The device contained benzylpenicillin, citrate buffer and sodium chloride having a total volume of 240ml. The expected infusion time was 24hours. The device was connected to a peripherally inserted central catheter (PICC) line. There was no report of patient injury or medical intervention associated with this event. No additional information is available.